Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 42.4 cm distal to the distal strain relief as well as multiple hypotube kinks at several locations along the hypotube shaft. Hypotube kinks were evident immediately proximal and distal to the hypotube break site. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02sep2019. It was reported that difficulty advancing was encountered. Vascular access was obtained via femoral artery. The target lesion was located in the left anterior descending artery. A 3.50 x 32 mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it failed to pass the catheter. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.